Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad connector on lcd board. The insulin pump was unable to perform the displacement test or test for no delivery alarm due to no button response. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of receiving a no delivery alarm due to empty reservoir and was not able to clear alarm due to buttons not responding even after battery change. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.